Event description:
A customer reported slow suction while in (B)(6) and viscoelastic settings. An alternate system was brought in and used to complete the case. There was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported issue. The system was then tested and met product specifications. No sample was returned and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).